Event description:
It was reported by service report that the both height adjustment racks were bent and the cot was stuck in the high position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - height adjustment rack.